Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for 2 patient samples when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. On (B)(6) 2022, patient 1, initially tested sars-cov-2 positive, influenza a&b negative. The same sample was repeated twice the same day; once on a separate cobas liat analyzer and resulting in negative on all 3 targets. On (B)(6) 2022, the same sample was further retested on the same cobas liat analyzer used for the initial test and generated a sars-cov-2 positive, influenza a&b negative result. On (B)(6) 2022, patient 2, initially tested sars-cov-2 positive, influenza a&b negative upon repeat testing of the same sample on a separate cobas liat analyzer on the same day, the sample generated a negative result for all 3 targets. On (B)(6) 2022, the same sample was retested again the same cobas liat analyzer used for the retest and generated a negative result for all 3 targets. The sars-cov-2 positive results were reported to both patients. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
There was no systematic issue observed and no product problem found throughout the data analysis. The late CT value on runs #495 and #509 indicates samples at the limit of detection (lod) where results are known to waiver on repeat testing. There are no indications that a system's issue could have contributed to the complained discrepant results. Overall, the most likely cause for the discrepant results may be due to a sample handling issue or cross-contamination. A systematic issue is not suspected. Facility name is (B)(6) due to character limit. Facility full name: (B)(6). (B)(4).